Manufacturer narrative:
Batch review performed on 28 august 2018. Lot 165678: (B)(4) items manufactured and released on 21 october 2016 expiration date: 2021-10-06 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 10 months after primary. The pathogen is unknown. The surgeon washed out the hip and swapped the liner. The surgery was completed successfully.